Event description:
It was reported that this inflatable penile prosthesis was no longer functioning. There was loss of fluid in the pump. The device was explanted. No patient complications were reported.